Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the patient was hospitalized for an infection. Upon follow up with the patient's nurse, it was confirmed that the patient was hospitalized for peritonitis. Upon follow up with the patient's nurse, it was stated that the patient was discharged from the hospital on friday ((B)(6) 2018). The nurse stated that the peritoneal effluent culture came back negative, but believed that the patient had an elevated white blood cell count. The nurse was unable to confirm the source of infection. The patient is continuing peritoneal dialysis therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient's contact reported that the patient was hospitalized for an infection. Upon follow up with the patient's nurse, it was confirmed that the patient was hospitalized for peritonitis. Upon follow up with the patient's nurse, it was stated that the patient was discharged from the hospital on friday ((B)(6) 2018). The nurse stated that the peritoneal effluent culture came back negative, but believed that the patient had an elevated white blood cell count. The nurse was unable to confirm the source of infection. The patient is continuing peritoneal dialysis therapy.

Manufacturer narrative:
Clinical evaluation: there is no documentation in the complaint file to show a causal relationship between the event of peritonitis and the liberty select cycler or cassette. Additionally, there is no report of a malfunction or a leak reported for this event. There is however, a temporal relationship between the event of peritonitis and pd therapy on the liberty select cycler with cassette. Based on available information a cause of the peritonitis cannot be determined.

Event description:
A peritoneal dialysis patient's contact reported that the patient was hospitalized for an infection. Upon follow up with the patient's nurse, it was confirmed that the patient was hospitalized for peritonitis. Upon follow up with the patient's nurse, it was stated that the patient was discharged from the hospital on friday ((B)(6) 2018). The nurse stated that the peritoneal effluent culture came back negative, but believed that the patient had an elevated white blood cell count. The nurse was unable to confirm the source of infection. The patient is continuing peritoneal dialysis therapy.